Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine removed wed too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("light headed") and decreased appetite ("no appetite"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dizziness and decreased appetite outcome was unknown. The reporter considered decreased appetite, dizziness and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine removed wed too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("light headed") and decreased appetite ("no appetite"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dizziness and decreased appetite outcome was unknown. The reporter considered decreased appetite, dizziness and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : decreased appetite, dizziness and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine removed wed too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation after the coils were removed") and experienced dizziness ("light headed") and decreased appetite ("no appetite"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dizziness, decreased appetite and endometrial ablation outcome was unknown. The reporter considered decreased appetite, dizziness, endometrial ablation and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : decreased appetite, dizziness and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media, event "ablation after the coils were removed" added, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.